Manufacturer narrative:
Investigation summary: bd did receive one photograph from the customer in support of this complaint. An evaluation of the photograph was performed and confirms the reported defect of foreign matter inside the tube. Additionally, 100 retention samples from the bd inventory were visually checked and no defects were found. Bd was able to confirm the customer¿s indicated failure mode of foreign matter. No root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd¿ tube k2edta plh 13x75 3.0 plblce lav there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: there was a "piece of plastic or silicon on the internal wall, this causes friction on the instrument needle with consequent not correct drawing and possible deformation on sampling needle instrument."